Manufacturer narrative:
The insulin pump was received broken reservoir tube lip, missing reservoir tube o-ring and broken belt clip slot. A test reservoir does not lock properly inside the reservoir tube. (B)(4).

Event description:
The customer reported via phone call that a piece of the reservoir compartment was chipped off. The customer reported that the reservoir would not stay in. The customer's blood glucose was 156 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.